Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the down arrow on the insulin pump is intermittently not working. The patient stated that the down arrow also does not respond every now and then. The blood glucose level was 201 mg/dl. There were no significant events that led to the keypad issues. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.